Event description:
A 3/10 cc insulin syringe with needle assembled with needle cap pushing needle laterally above the cap edge. User was stabbed and bled "modestly" after picking up syringe to fill before injection of insulin. Seems probable package sterility broken as a result of defect.